Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's pacemaker transmissions revealed episodes of far-r wave oversensing resulting in inappropriate automatic mode switch episodes due to inappropriate programming. No intervention was performed. The patient's condition was stable throughout the event.